Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).the MFR internal reference number is: (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a posterior capsule tear occurred. The lens could not be implanted due to the tear. Additional info was requested.